Event description:
The report stated that during a vats/esophagectomy/gastric tube surgery, after several cycles of vessel sealing and cleaning, the upper jaws of the handpiece disengaged and fell into the patient cavity. It was retrieved immediately. This caused no injury and no bleeding. The procedure was completed with another handpiece.